Event description:
The patient indicated that in 1987, he was sleep walking and tripped and fell and hit his ribcage on a bedframe causing chronic pain. The patient was seen by top neurologists and ended up having 5 neurectomies to detach his nerves from his ribs, but ultimately it exacerbated the issue and the patient ended up with a football size bulge along his ribcage. The patient saw another neurosurgeon who recommended a spinal cord stimulation system. The patient went through with the trial and noted that it was implanted in 2008. After looking at the patient¿s registration, he confirmed that it may have been 2006, not 2008. After about 2-3 weeks of having the spinal cord stimulation system implanted, he was experiencing 50% relief and went from taking around 8 pills down to 4 pills. The patient reported that around september or october of that year that it was implanted (2006), the patient got into a car accident and the stimulation immediately stopped working and the patient was not getting any pain relief. The patient confirmed that the wire broke, and he had a lead replacement. He noted that he was originally only implanted with one lead, but when he had the replacement, they placed 2 leads. This does not align with manufacturer's records. The patient stated that the coverage was never the same as it was before the car accident. He noted that this replacement aligned with the date of (B)(6) 2007 that are in manufacturer's records. Patient weight: 205-210 pounds

Manufacturer narrative:
Continuation of d10: product ID 377760 lot# v010261 serial# implanted: (B)(6) 2006, explanted: product type lead product ID 377760 lot# v006891 serial# implanted: (B)(6) 2006, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he was in a car accident years ago and that it caused his device cable to break. Due to this, he had pus coming out of his scar. He stated he had surgery the next day and was in the hospital for 2 weeks due to this. The implanted device was explanted at that time.